Manufacturer narrative:
The reported issue a pump module failed to alarm. For air in line after completion of an infusion with 4 inches of air observed, in the tubing below the pump could not be confirmed or duplicated during the investigation. The date, time and infusion parameters for the reported incident were not provided. The incident disposable set was not returned for investigation. No existing malfunctions were found. And the pump module was detecting air in the line within specification for the 250l setting in the profile critical care. A review of the device history record in sap for sn (B)(6) was performed, from the date of the manufacture to date of the release of product. Which confirmed, that this device was not involved in a production failure. And product was returned for servicing. Which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6). Which confirmed, no similar complaints with the same or related failure mode.

Event description:
The customer reported, the pump module failed to alarm. For ail after the completion of an infusion. The customer stated, 4 inches of air was in the tubing below the pump module. And the fluid appeared to be sticky. There was no report of patient harm.

Manufacturer narrative:
The reported issue a pump module failed to alarm for air in line after completion of an infusion with 4 inches of air observed in the tubing below the pump could not be confirmed or duplicated during the investigation. The date, time and infusion parameters for the reported incident were not provided. The incident disposable set was not returned for investigation. No existing malfunctions were found and the pump module was detecting air in the line within specification for the 250¿l setting in the profile critical care. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the pump module failed to alarm for ail after the completion of an infusion. The customer stated 4 inches of air was in the tubing below the pump module and the fluid appeared to be sticky. There was no report of patient harm.